Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive and moisture intrusion was evident in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the verify screen with auditor and vibratory features. The keypad cover was intact. All the keypad buttons responded properly. Removal of the cover did not find any contamination under the button contacts. Related to the complaint, moisture intrusion was evident inside the battery compartment. A leak test did not detect any leaks. Unrelated to the complaint, the display was found to have a discolored contrast.